Event description:
It was reported that "ring became disengaged from inserter and remained in patient on rod. Longer incision was made and ring was removed by hand."

Manufacturer narrative:
Investigation has been completed and evaluation codes updated. Visual inspection, complaint history review, technical/medical assessment. Results: visual inspection - confirmed the reported failure. Complaint history review: to date the return rate for this instrument is approximately 8.5% of the instruments distributed. Technical/medical assessment: two potential harms were identified in the moderate or serious zone. Potential revision surgery and adverse reaction from metal requiring medical intervention were identified.